Event description:
Report received from (B)(6), stating that service was required for the device. During service cord damage was noted. It is unknown if the device was used in surgery. If is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and the reported condition of cord damage could be confirmed. During service, the device was found to have damaged cord. If additional information becomes available, a supplemental report will be submitted.